Manufacturer narrative:
Continuation of d10: product ID sfr4-3-20-10 (b657829); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intracranial thrombus removal procedure using the sfr4-3-20-10 stent, the device could not move forward in the microcatheter and had to be withdrawn. Upon examination, it was discovered that the push wire at the front end of the stent was bent, preventing normal use. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance was not determined. The resistance was near the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.